Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customers blood glucose (bg) level was impacted 280 mg/dl on (B)(6). The customer took a correction via the pump to stabilize bg level. Reportedly, the customer delivered the correction bolus on (B)(6) went to bed and woke up with a low bg level of 51 mg/dl. The customer consumed food to stabilize bg level. The customer stated to believe the possible cause is due to overcorrecting high bg. It was indicated that the customer would use manual injections as alternate insulin therapy.